Manufacturer narrative:
Our field service engineer investigated the device on-site, where the issue was confirmed. During troubleshooting, the nozzle units in the gas modules were replaced. After the replacement, the pre-use check (puc) passed. However, after a while and multiple pucs performed, the device still failed the same o2 sensor/cell test. To address the issue, the o2 sensor was replaced. After replacing the nozzle units and o2 sensor, the device passed all functional, safety, and calibration tests and was returned to the customer for clinical use. Analysis of the provided device logs confirm the reported issue with the failed o2 sensor/cell test during the puc. The replaced nozzle units were returned for further investigation. Visual inspection of the nozzle units revealed no abnormalities. The nozzle units were then placed in a reference ventilator for simulated use testing. During this testing, the device passed the puc. After passing, ventilation was performed successfully for seven days without triggering any alarms or errors. After ventilation, several pucs were performed, all of which passed. The nozzle unit is part of the gas module and regulates the inspiratory gas flow to the patient. It consists of a membrane, a mouthpiece, and a feather spring. The membrane in the nozzle unit is pressed against the mouthpiece by the feather spring to regulate the gas flow through the gas module. The conclusion is that the reported ventilator failed to meet its specifications during the reported event. However, the issue could not be reproduced at the manufacturer's site. Therefore, it was not possible to confirm if the replaced nozzle units were faulty.

Event description:
Manufacturer's ref: (B)(4).

Event description:
It was reported that the ventilator failed pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).